Event description:
It was reported that the rigid video laparoscope had unclear image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a blackout, the screen became noisy, the universal cord malfunctioned, the universal cord components failed, the light guide bundle components failed, and the insertion section light guide bundle was slightly interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image was unclear could not be established. Additionally, blackout and the screen became noised due to component failure of the universal cord and insertion section light guide bundle slightly interrupted and weakened due to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.